Manufacturer narrative:
Brand name: unometer safeti. Common device name: device urine flow rate measuring, non-electrical. Procode: ffg. (B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint reported by a doctor that "the urine did not flow into the collection room" of the device. The device was removed. No further information was available.

Manufacturer narrative:
A batch record review was performed. A previous non-conformance (nc) is associated with this complaint, which is closed. The investigation concludes the likely root cause for the issue ¿stop flow between patient and chamber of unometer product¿ cannot be identified on the base of information received. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).